Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that nbp measurement stopped intermittently and produced sudden high systolic values not matching clinical condition. The device was in clinical use at time of event, no adverse event was reported.